Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center thought there was some type of transparent substance observed floating in the endosol balanced saline solution (bss). The substance on the balance salt solution was discovered when preparing the bottle for use. Although, the bss was sealed, it was noted the bss was not as full compared to the other bss bottles that were in the same packaging/box. No patient involvement was reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/04/2018. Device returned to manufacturer? Yes. The balance salt solution(bss) lot# 17l0401 was returned. A visual inspection was performed. Although, the foreign substance reported was not confirmed, the solution level did not reach the mark reference and the extractable volume of solution resulted of 485ml, less than the acceptable criteria. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the bss lot# 17l0401. All devices met material, assembly and performance specifications at the time of product released. A review of the complaints file confirms that no other complaints were reported on lot 17l0401 related to the defect complained. In last 5 years there is no similar complaint was received (year production of about 35 million of glass bottles). Considering the evaluation of the bss, the potential root causes identified could be related to: a failure caused by an human error during the management of the units discarded by the visual inspection. The defective unit was accidently relocated on the packing line by the operator after the visual inspection; a failure of the visual inspection machine that works with a validated confidence level of 95%. This complaint has been communicated to the manufacturing area of the involved code and all the operators have been briefed about this deviation, to focus the attention on this potential defect during in-process control. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.